Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining eleven. However, it could not be determined what may have caused the found ejected clips. In addition, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, the handle lockout posts were found to be broken which denotes that the lockout had been fired through as a results of a lockout premature. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the nurses tested the clip before use on the patient. The clip did not "close and fell". It is unknown how the procedure was completed. There were no adverse consequences for the patient.